Event description:
It was reported that; patient fell and it was noticed that the rod broke. Revision surgery (B)(6) 2017. Patient fused.

Manufacturer narrative:
Lot# j4p. Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all units met specifications. Visual inspection confirmed the rod fractured completely. Conclusion: the possible root cause of the reported event is patient fall.

Event description:
It was reported that; patient fell and it was noticed that the rod broke. Revision surgery (B)(6) 2017. Patient fused.